Manufacturer narrative:
Additional information provided in sections d.4, d.9. H.3. H.4. H.6. And h.10. Complaint lot search report reviewed; there are no other complaints for the reported lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse event. A fully used provisc syringe was received as the complaint sample. A non-alcon made needle and locking collar are still placed on the syringe. Visual inspection of the components of the complaint sample revealed no deviations. Retention sample testing is not required based on assessment performed. As no manufacturing related deviations were identified and the returned sample showed no visible deviations, a conclusive root cause within the manufacturing site could not be determined. All batches are released according to the required specifications. Review of the lot complaint history, manufacturing documentation and sample evaluation found no issues that would have contributed to the reported complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery the patient experienced posterior capsular rupture intraoperatively while using viscoelastic cannula. Procedure was completed on the same day. Additional information has been requested.